Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error 86 occurring at startup. Fse reviewed logs and then replaced the redundant power tray assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly was analyzed and in system logs, error 86 was found indicating the fault confirming the failure occurred in the field. Visual inspection, no issues were found related to the reported issue. The power tray was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, non recoverable error 86 occurred during use of the monopolar instrument. Technical support engineer (tse) verified that the customer restarted the system but the non recoverable error persisted on every startup. Customer was unable to bypass the error and were continuing with the case without the robot. Tse reviewed the logs and found error indicating the intuitive surgical core power distribution (ipd) node was not responding. The procedure was converted to laparoscopic surgery with no reported injury.